Event description:
A (B)(6) customer ran blood glucose tests on the contour next using two different bottles of strips and received readings of 7.7 versus 3.4 and 2.3 versus 9.3mmol/l. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse events were alleged. The customer was advised to return the strips for evaluation. Replacement test strips and a new meter were sent to the customer.